Event description:
It was reported to boston scientific corporation that the patient was implanted with an anterior pinnacle pelvic floor repair kit on (B)(6) 2009. According to the complainant, the patient experienced pain, disfigurement and disability. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.